Event description:
It was reported to co that the table was subject to intermittent unintended motion. Apparently, this was caused by power supply connection faults. The boards were replaced and the system placed back into service.